Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the all buttons on insulin pump were very worn out and had to be pressed 5-6 times for them to respond. Customer's blood glucose level was unknown. Customer also stated that the insulin pump battery life was diminished and there was scratches on screen. It was also reported that the rewind of insulin pump was slower. The device will not be returned for analysis.